Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reported that the set leaked taxol from the upper y site. The leak was noticed when the infusion was almost complete. The infusion is given by gravity. Chemo was cleaned up with spill kit. Chemo did not come in contact with patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was retuned for evaluation. The returned set was tested for leakage per specification with failing results. The set was found to be leaking from the sonic weld of the proximal safeday ultrasite valve. The reported defect of leakage was confirmed through physical testing. The root cause of leakage at the ultrasite valve is due to a weak sonic weld. As a result of this incident and other confirmed complaints, the parameters for the sonic weld machine were adjusted to create stronger sonic welds. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature.